Event description:
A pt reported experiencing inaccurate erratic results with a fasttake meter. The pt's blood glucose results were 150mg/dl, 227mg/dl. Tests were done less than 10 minutes apart with a difference 36%. Pt did not experience any adverse events. No further information have been reported.